Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced carriage block assembly, rear case, left handle, tube drivearm, and sleeve drivearm. A review of the device history record showed the device had a manufacture date of 02/20/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical issue of the assy carriage block 8110/8120. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: 1604765 for syr rear case.

Event description:
It was reported that the device failed preventative maintenance due to the clutch slipping during the plunger force accuracy test. There was no patient involvement.

Manufacturer narrative:
The investigation is in progress. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventative maintenance due to the clutch slipping during the plunger force accuracy test. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed preventative maintenance due to the clutch slipping during the plunger force accuracy test. There was no patient involvement.